Manufacturer narrative:
Comparing perioperative outcomes of stapled versus handsewn kono-s anastomosis after ileocolonic resection for crohn¿s disease techniques in coloproctology (2025) 29:182 https://doi.org/10.1007/s10151-025-03219-y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a study compared stapled versus handsewn kono-s ileocolonic anastomosis in patients with crohns disease between july 2023 and april 2025. There were 15 patients who underwent handsewn anastomosis and 10 who underwent stapled anastomosis. Gia 80mm (3.8mm) or a competitor device was used to perform the.kono-s anastomosis in the stapled group. Complications in the stapled group included anastomotic leak which was diagnosed with computed tomography and treated with antibiotics; and postoperative intraluminal hemorrhage requiring readmission. Blood transfusions were not required.